Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. The MDR electronic submission was originally sent on 08/16/2019. The first acknowledgment of the original submission was returned on 08/16/2019 indicating the cdrh had received the submission. The third acknowledgement indicated that the submission failed due to "input date can not be greater than today." This submission is being re-uploaded to replace the originally submitted report which did not upload successfully.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "add gel" messages in the absence of a prior gel release and the belt had a damaged cable.